Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The caregiver stated that she inadvertently had the patient connected during prime. Complaint was not confirmed. The root cause of the complaint is user error/ mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A care giver (cg) contacted global technical services (gts) requesting assistance on the homechoice (hc) unit during set up. The cg explained that she inadvertently had the home patient (hp) connected during prime but already disconnected him prior to calling for assistance. The tsr asked if there was a mini cap or flexi cap on end of the patient line and the cg stated they had put back the original cap on the end of patient line. The tsr advised that the cap is no longer sterile and to start over with new supplies. There was no patient involvement, the hp was not connected. There was no patient injury or medical intervention.